Manufacturer narrative:
This supplemental report is submitted to provide additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, there was a design change implemented in (B)(6) 2018 regarding the operational amplifier circuit. Based on the results of the legal manufacturer's investigation, the subject device of this report was manufactured prior to design change. The image was not displayed due to failure of the operational amplifier.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; no image was observed due to a faulty patient board set.

Event description:
A user facility reported to olympus that no scope image was obtained when using the olympus, cv-190 with olympus series 180 video scopes. The problem, as reported to olympus was found during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.